Event description:
It was reported that the patient experienced a spontaneous ventricular tachycardia (vt)/fast - ventricular tachycardia (vt) episode which was appropriately treated, but without success with antitachycardia pacing (atp). Then with the right ventricular (rv) lead first shock accelerated in ventricular fibrillation (vf) with six successive appropriate but unsuccessful shocks. The patient was reanimated/revived after six minutes. The implantable cardioverter defibrillator (ICD) and the rv lead were explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found.